Event description:
The customer stated that insulin leaked from several reservoirs. One reservoir leaked past the o-rings and the others leaked at the transfer guard. The reported blood glucose reading was 161 mg/dl. Nothing further was reported.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.